Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was checked and had low angulation, and the air / water channel was blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up / down / right direction did not meet the standard value due to wear of the angle wire, the up / down / right / left knob did not meet the standard value due to wear of the angle wire, and the water removal ability did not meet the standard value due to the clogging of the air / water tube. The device evaluation found that the forceps elevator had foreign material. Additional findings include the following: the balloon could not be delated due to the clogging of the water suction tube, water could not be supplied due to the clogging of the pipe protecting the forceps elevator wire, the nozzle was shaved, the objective lens was shaved, the distal end had a dent, the acoustic lens had a scratch, the adhesive on the bending section cover was detached, the bending section rubber was dirty, the connecting tube had a scratch, the forceps elevator knob was dirty, the image guide protector was sticky, the grip was dirty, the grip had a scratch, the control unit was dirty, the right / left / up / down knob was dirty, the switch box had a dent, the scope cover had a dent, the universal cord was sticky, and the scope connector was deformed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the forceps elevator appeared to be yellowish/brown in color but otherwise could not be identified. Additionally, the scope cover and control knob appeared dirty. The root cause of the issues could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available. The event may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.